Event description:
It was reported that this pacemaker and left ventricular (lv) lead exhibited noise and loss of capture resulting in pacing inhibition and syncope. The patient was subsequently hospitalized. The lv lead was surgically abandoned and the device was explanted. A new transvenous system was implanted as a replacement. This lead remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes our investigation of this event is complete. This report will be updated should additional information be provided. Device history record (DHR) review: a review of the DHR was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the complaint device was not returned to boston scientific, therefore product analysis could not be performed. The primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Investigation conclusion: in the absence of physical analysis, the root cause of the reported noise, loss of capture and pacing inhibition cannot be determined.

Event description:
It was reported that this pacemaker and left ventricular (lv) lead exhibited noise and loss of capture resulting in pacing inhibition and syncope. The patient was subsequently hospitalized. The lv lead was surgically abandoned and the device was explanted. A new transvenous system was implanted as a replacement. This lead remains implanted. No additional adverse patient effects were reported.